Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. After the procedure, the wound was closed with clips. After retracting the slide block, the clip could not be deployed. After several attempts, the clip handle was disassembled, the delivery steel wire was cut, and the endoscope was withdrawn. The clip was removed with forceps. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results. The returned resolution 360 clip was analyzed, and a visual and microscopic evaluation noted that the device was returned with the clip assembly stuck in the bushing, the catheter detached, and the handle twisted. No other problems with the device were noted. The reported event of clip unable to release from catheter was confirmed. Upon analysis, the device showed signs of soft deployment as the clip was found detached from the bushing but still connected to the control wire. This could have occurred due to operational factors during the procedure, such as how the physician handled the clip deployment, the angle or position of the scope, or the capsule getting detached after hitting a surface. Following soft deployment, reopening, and trying to close the clip again might have caused the capsule to detach. If the capsule bushing became misaligned, it could have gotten stuck during retraction. Additionally, applying extra force, using pliers to help pull the control wire and other factors like scope angulation and general technique could have also played a role. Due to these difficulties during the procedure, the catheter ended up detached and the handle was found twisted. Based on all gathered information, the most probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6)2025. After the procedure, the wound was closed with clips. After retracting the slide block, the clip could not be deployed. After several attempts, the clip handle was disassembled, the delivery steel wire was cut, and the endoscope was withdrawn. The clip was removed with forceps. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.